Event description:
Vague report of the biomed. At the hospital finding pumps during pm testing that are not detecting the proper size air gap. The air sensors have been changed out by the hospital biomed. And the pumps returned to patient use. There have been no clinical incidents. It is not known how many pumps have been involved.